Event description:
It was reported that during a knee arthroscopy and meniscal repair procedure on (B)(6) 2013; two (2) sequent meniscal repair devices were used in an attempt to repair the posterior half of the lateral meniscus. The first sequent device bent as the surgeon was attempting to access the surgical site, and was no longer usable; a second sequent device was used. After the surgeon implanted the second anchor (in line) in the meniscus, the surgeon attempted to tighten the suture, at which point the sutures broke. The anchors and suture were removed with an arthroscopic grasper. The surgeon then elected to perform a partial menisectomy with arthroscopic scissors and a shaver blade. Besides having to deviate from the intended procedure (meniscal repair to a partial menisectomy), no adverse patient outcome or injury was reported. Also, the two (2) sequent meniscal repair devices were discarded at the user facility.

Manufacturer narrative:
The two (2) sequent meniscal repair devices were not returned for evaluation. Without the involved device, an evaluation could not be performed and as such, the root cause of the reported problem could not be determined. Lot# 384912 was manufactured on 08/06/2012. Of the lot containing (B)(4) units, there are no other complaints for this item and lot number combination. In addition, no anomalies were noted during manufacturing. A two-year review of complaint history for this device family showed only one (1) other reported adverse event. Lot# 466760 was manufactured on 06/05/2012. Of the lot containing (B)(4) units, there are no other complaints for this item and lot number combination. In addition, no anomalies were noted during manufacturing. A photograph of the device was received, which shows the device is severely bent, and confirms the incident description of the first device bent as the surgeon was attempting to access the surgical site. The sequent meniscal repair system is an implantable suture retention device, which is intended to facilitate percutaneous or endoscopic soft tissue repairs, including the repair of meniscal tears. This is a relatively new device that is very technique dependent. To reduce the risk of patient injury and damage to the device the instruction for use (IFU) provided the following precautions: improper insertion technique may cause breakage of the device, implants and/or suture or premature failure. Do not bend the device needle before insertion or during the operation. This may prevent proper insertion and/or damage the implants and/or suture. The device should not be used as a lever. A minimum of three (3) implants (creating two (2) stitches) must be used for each repair. It is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. The device should be inspected for damage prior to use. Do not use a damaged device. Discarded at user facility.